Event description:
Four blood leaks occurred with aps-900s lot no. 513n3t. Two leaks occurred at initial use, one leak at the third reuse times, and another at the fourteenth reuse times. The total blood loss is approx. 300cc each case, since the blood was not returned to the patient. The patient is well.